Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked select button keypad overlay, cracked battery tube threads and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump has a crack all along the pump case. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.